Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the firing rod was noted to be retracted beyond home position. There was notable damage to the tip of the firing rod, in dicative of disconnection from the reload laminates. The blue unload button was partially depressed. The rotating ring in the distal end of the adapter was rotated out of position. Functional testing found that the device went into emergency retract mode, and the remove reload screen appeared. The firing rod did not return to home position. The rotating ring in the distal end of the adapter was rotated out of position, preventing the loading of a reload. The adapter was opened up and the articulation mechanism was noted to be in the full push position. The rotating ring was found to be damaged and sections of reload adapter could be found in the distal end of the signia adapter. No further testing could be performed due to the damage to the device. It was reported that the knife blade was difficult to retract, instrument was locked on tissue and sulu was disengaged. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to load and difficult to straighten. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the rotating ring is inadvertently moved out of position by improperly loading the reload. It is important to make sure the load arrow of the reload aligns with the load arrow of the adapter when connecting the reload into the adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigtrsb45amt, sigtrsb45amt 45mm med thk reinforced rel (lot# n4e2099y) sigpshell, sig power sigpshell control shell (lot# n4d2187y) sigphandle, sig power sigphandle handle (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a sleeve gastrectomy, on the third firing, the reload fired but would not retract. A general reload error screen displayed on the powered handle. Troubleshooting performed were; a full power handle reset, the same error message displayed. The user swapped out the shell and got a new power handle and attached to the adapter, and was still showing the same error message. The user disconnected the red power handle and used a manual retraction tool in the center hole. The surgeon turned the retraction roll anti clockwise, then turned clockwise and then there was an audible snap sound from the reload. Then the doctor tried to straighten the reload but placing the manual retraction tool in the square hole. The reload was articulated right, however the reload was upside down during firing and this was a normal practice. Then the reload disconnected from the adapter. The user tried to connect to a new adapter unsuccessfully. The surgeon then decided to staple proximally to the jammed reload and continued to do so for the remainder of the procedure of four more firings. These were performed with a different power handpiece, new shell and new adapter. The doctor removed the reload and redundant stomach that was still jammed in the reload via left lateral port site. It was noted that the articulation joint was physically broken. The procedure was extended by 30 minutes. It was noted that a 40 french bougie was used during the procedure. The surgeon was able to re-staple proximal to the initial clamped reload to complete the sleeve gastrectomy. The doctor used fibrin sealants routinely over the staple line and this was done during the case as per normal.